Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the fragments were successfully retrieved but with additional time to the surgery. The surgery was completed with another blade.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The facility reported that blade broke in the patient's nose. There was no patient impact.

Manufacturer narrative:
Product evaluation: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned however, it would have measured approximately 1/4¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly teeth were bent in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.